Event description:
Per email: for one of the patients on continuous therapy with veletri, was observed a formation of air bubbles in the cassette. Photo attached. 3rd attempt made via phone: on (B)(6) have called two times the pharmacy assistant to obtain the necessary information for this complaint. The voicemail have entered every single time when I tried to reach her. A third follow up mail has been also sent today to the customer. Additional information received by ICU medical on 17-sep-2023 via email and attached to complaint object. Updated patient and event details.

Manufacturer narrative:
No product was returned; a photo was received for evaluation. Visual inspection of the photo confirmed the reported complaint. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported that there was a formation of air bubbles in the cassette. Patient involvement unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.